Manufacturer narrative:
Test procedure followed: qara 146 section 9.0, revision: g. Mfg specifications tested to (if not clearly established in test procedure): visual. The returned blood pump rotor was visually inspected and confirmed that one of the springs on the rotor were broken. Upon disassembly of the rotor it was noticed that one of the springs broke in four pieces.

Event description:
During a dialysis treatment, a four position line clamp was found. There was no pt injury or medical intervention.